Event description:
It was reported that a pump experienced error code 105. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Testing was unable to ce completed due to a "system error 105" caused by a failed motor flex. The failed motor assembly was replaced.